Event description:
It was reported the clip applier and reload were used during an unknown procedure. It was reported the clips would not deliver. Another device was used to complete the case. No pt consequence.